Event description:
It was reported that the customer had a vibrate anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump is not vibrating when alert type vibrate is selected. The customer does not state that the insulin pump did not vibrate when they pressed act after using up arrow to set an easy bolus amount. The customer was assisted in performing a self test. The customer stated the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan as per health care provider instruction.

Manufacturer narrative:
The insulin pump was received with vibration alert not working due to broken black vibrator motor wire. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.